Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test and unable to prime during prime test due to faulty force sensor. The motor passed motor test. The insulin pump was received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a motor error alarm during a bolus. The customer stated the alarm was recurring. Customer's blood glucose was around 200 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated they were able to complete the rewind sequence on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.